Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports or exceptions that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that a 24f sheath was used in the procedure. The instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8fr, at least two devices and the pre-close technique are required. Based on the information reviewed, there is no indication of a product deficiency. Nineteen unused sterile proglide devices with the same lot number, 31023k1, as the complaint devices were returned for evaluation. Functional testing was performed on five random sample devices and passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history records for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in the right common femoral artery using the preclose technique prior to a thoracic endovascular aortic repair (tevar) procedure. Another proglide device was used and the sutures were successfully preplaced for closure. The arteriotomy was 6f. The sheath was upsized to 24f for the tevar procedure. The tevar procedure was completed and hemostasis was achieved with the sutures of the two proglide preplaced sutures. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). A 24f sheath was used in the procedure. The instructions for use states: the perclose proglide 6f smc system is designed for use in 5f to 21f access sites. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.